Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on (B)(6) 2017. The patient stated that they notified their healthcare professional (hcp) on (B)(6) 2017 and the steps taken to resolve the return of symptoms included the vibrations being increased.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient was able to use the programmer and verify stimulation was currently on by noting the lightning bolt in the upper left hand corner. Patient was currently on program 2 1.3 @ and did not feel stimulation at this time. Patient was feeling stim @ 1.5 which was comfortable sitting standing and walking. Patient would leave on current setting and continue to track her symptoms. Patient had a return of symptoms about two days ago. Patient stated prior to the implant, they had more than oozing. Patient stated the symptoms were being controlled and slight oozing was the return of symptoms. Patient was implanted for fecal incontinence and gastrointestinal/pelvic floor.